Event description:
Writer was to insert PICC catheter. Catheter prepped for insertion, line primed, stylet used for insertion. Line inserted with no problems, however once stylet was removed, catheter was found to have hole in catheter and was leaking when flushed. Line subsequently removed and patient needed new catheter:

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we have not received a sample or additional information about this complaint. It can be assumed that the customer had problems removing the stylet or that the catheter was accidentally damaged during placement. Regarding stylet problems, there is a statement in the product's IFU:" if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. This is the fifth complaint for batch 8037971 and the third for 8040926. Furthermore, this is the very first complaint on code 4g07126104 we ever received, regarding a leaking catheter tube just after withdrawing the stylet. Without the sample the root cause cannot be determined. No further corrective action will be initiated by quality management at this time as a manufacturing root cause cannot be made. Corrective action: no further corrective action will be initiated by quality management at this time as a manufacturing root cause cannot be determined. This failure will be monitored for future actions.

Manufacturer narrative:
The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Writer was to insert PICC catheter. Catheter prepped for insertion, line primed, stylet used for insertion. Line inserted with no problems, however once stylet was removed, catheter was found to have hole in catheter and was leaking when flushed. Line subsequently removed and patient needed new catheter